Event description:
It was reported that after the catheter packaging was opened, the catheter sprung immediately out of tray and out of sterile field. The catheter was not used, and it was "binned." Another catheter was opened. There was no harm, injury or death to the patient. The patient outcome was reported to be "doing fine." It was unknown what drug was used in the device system.

Manufacturer narrative:
Product ID: 8781, lot# 0205772709, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).